Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty disconnecting the modular cable could not be confirmed through this evaluation. Additionally, a specific cause for the reported event could not be conclusively determined through this evaluation. The exchanged heartmate 3 modular cable was not returned for evaluation and the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with the new modular cable. No further events have been reported at this time. The relevant sections of the device history record were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use explains how to replace the modular cable and exchange the system controller in section 2. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing low flow alarms. The site was unable to change the patient's controller as the driveline was stuck. The patient's aortic valve was also opening abnormally; they did not have an arrhythmia. The patient did not experience any symptoms. Log file analysis contained a sudden drop in estimated pump flow that caused hazard alarms. There also appeared to be a downward trend in both pump power and calculated pulsatility index (pi); these did not appear to be associated with a device issue. An echocardiogram (echo) and computerized tomography angiography (cta) scan revealed an outflow graft obstruction at the anastomosis to the patient's aorta; the issue was resolved and the pump flows were back to normal values. The patient handled this workup well and was discharged home on (B)(6) 2021. The patient later came back for a controller and modular cable exchange on (B)(6) 2021; debris was found inside the modular cable connection and was cleaned out prior to the exchange. The exchange was successful. Related MFR #s: 2916596-2021-06890, 2916596-2021-06892.